Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an image issue (lot of black lines); it was further observed that there was foreign matter at the air/water channel and air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of "lots of black lines": component failure - image issue due to a faulty electrical component. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device."